Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mem380 number, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure on unknown date and suture was used. While removing the suture from the packet the needle separated from the suture. A second like device was used to complete the procedure. There were no patient consequences reported.